Event description:
Customer had a question regarding the comparison of meters (freestyle and easy touch) and why each meter read different. Readings ranged from 117 -137. Customer is requesting control solution.